Event description:
In 2008, the lay user/patient contacted lifescan alleging her one touch ultra meter does not turn on. The patient also alleged that at the same time the meter did not turn on the threads were also stripped/damaged on her lancing device. The medical affairs specialist spoke to the patient to obtain/clarify information. The patient stated the issue started 6 months before calling lifescan. She also mentions she has been having symptoms of dizziness and blurry vision for the past 4 months. The patient uses the readings on her meter to adjust her diet. If the reading is too high, then she would eat less and if the reading is above 300 mg/dl, she normally takes an additional pill of janumet. She currently takes janumet (sitagliptin/metformin) 50/1000 mg twice daily. The fact that she takes an additional pill is not her doctor's recommendation; she takes it herself. She tests her blood sugar four times per day, when she wakes up before breakfast, before lunch, after lunch, and before she goes to bed. She says that she has been able to use her husband's meter as a backup meter but only checks her blood sugar when she feels very sick. The patient did not take any action regarding diabetes treatment and did not seek any medical attention. It was determined during the troubleshooting telephone call that the meter turns on when pressing the power button. The meter also turns on when inserting the strips all the way into the test port. The patient was using correct test strips. The product was not new and there appears to be no misuse of the meter or lancing device. This complaint is being reported because the patient alleged her products did not function and although she had access to test her on her husband's meter, she only tested when she felt symptoms. Therefore, it is possible that she may have been able to test her blood sugar to adjust her diet and prevent symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.